Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after injecting the lens it was noted to be partially displaced to the posterior pole. The lens was removed and a posterior vitrectomy was performed. The procedure was completed with another lens. The cause of the event was noted to be capsular dialysis.

Manufacturer narrative:
The iol was returned for analysis. Iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is torn/split-cut and scratched/marked-rejectable. The root cause was determined to be a coincidental event related to patient condition as the surgeon indicated that "the cause of the event was a posterior capsule dialysis". Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).